Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ phaseal optima protector had leakage at the neck of vial. The following information was provided by the initial reporter: ¿we had an issue this week with one of the p20 protectors. Liquid came out of the neck area from a vial. I¿m 95 percent positive but am fairly certain the protector was put in manually and not by the bd device. We do not have the lot or expiry of the protector as we didn¿t have a problem with it the day before.¿

Manufacturer narrative:
Investigation: no physical samples were provided for investigation. Through review of the video and photo that were provided, our quality engineer was able to observe the leak reported. Six retained samples were used for additional evaluation. The injector was connected to a syringe and then attached to the protector and vial, following the instruction for use. In all cases it was possible to withdraw liquid from the vial and no leakage was observed. In- process and release testing for this protector lot 1807701 were reviewed, no issues were identified during the testing performed. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that a bd¿ phaseal optima protector had leakage at the neck of vial. The following information was provided by the initial reporter: ¿ we had an issue this week with one of the p20 protectors. Liquid came out of the neck area from a vial. I¿m 95 percent positive but am fairly certain the protector was put in manually and not by the bd device . We do not have the lot or expiry of the protector as we didn¿t have a problem with it the day before.¿